Event description:
It was reported that multiple cartridge change error messages occurred with multiple cartridges during the loading process. Customer's blood glucose was 167 mg/dl. Reportedly, customer reverted to manual injections for insulin therapy.